Event description:
A caller reported experiencing alarm 2 followed by alarm 26 on their device. There was no adverse impact to the customer¿s blood glucose level, as it remained within the normal range. The customer followed instructions from technical support, which included steps to address the occlusion issue by adjusting and delivering boluses. The corrective actions were completed successfully, and the customer was advised to replace supplies as necessary and resume insulin therapy. After follow up csa to replace pump. Reportedly, customer continued to use the pump for insulin therapy until the replacement arrived.